Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/25/2025, it was reported by a sales representative via (B)(4) that a 5046-100 lag screw capturing rod nut and a 5033-100 capturing rod assembly had an issue with not locking the lag screw into the nail as designed and had to use the locking end cap instead. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged 5046-100 lag screw capturing rod nut batch number: 220989 was received for investigation. Visual evaluation of the returned device noted superficial wear and tear to the device with scratches and faded laser markings observed. The most likely cause for this can be attributed to wear and tear incurred through extended use in the field/repeated reprocessing. Manufactured date: 12-oct-2022. It was further noted that the 5046-100 lag screw capturing rod nut had been improperly threaded onto the 5033-100 capturing rod and the devices could not be separated. Functional testing was not able to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse due to use error when threading the mating devices.